Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stock out sheets were not printing. A technical support specialist connected to the server and restarted the bulletin service. The customer confirmed that stock out reports printed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis reports were printing except the stock outs. Pyxis machines were running out of medications, and the user was not aware of it, which caused a delay in patient medication administration. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.